Manufacturer narrative:
The sample was received for analysis and the reported inflation issue was confirmed. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. . If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that at the time of inspection prior to use, it was difficult to inject air to the endotracheal tube cuff. No patient involvement.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that at the time of inspection prior to use, it was difficult to inject air to the endotracheal tube cuff. No patient involvement.